Manufacturer narrative:
G4:19mar2021. B4:02apr2021. The philips international service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replace the front bezel to correct the issue. The unit was then functionally tested and returned to service. No other abnormalities were observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 01mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is having issues. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:15apr2021; b4:26apr2021. H11: the philips international service engineer (fse) replace the touchscreen to correct the issue. The unit was then functionally tested and returned to service. No other abnormalities were observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.